Event description:
The complainant alleged that while attempting to defibrillate a pt for cardiac arrest, the device would not switch from automatic to manual mode. The complainant was able to obtain another device but the pt subsequently expired. The complainant feels the reported device malfunction was due to user error and did not contribute to the patient's outcome.